Manufacturer narrative:
Follow-up #1: date of submission 11/18/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/04/2015 with the following findings: the pump's black box data from the date of the event has been overwritten due to continued use of the pump. The current black box data showed pump reboot events. The pump was unable to maintain an electrical connection with returned battery cap due to the cap detaching. The battery cap threads were damaged. A test battery cap was used for all testing. There was a battery compartment crack observed from the thread area to the case seal. The battery compartment threads were damaged. The pump case was cracked in the corner of the display area. The pump was exercised for 24 hours with no further power interruptions duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittnet power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.